Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis could not confirm the reported black spots allegation; however, it was noticed that the fiber had an internal connector fracture, as light was observed exiting the connector face. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that black spots were found on the fiber. The procedure was completed with this device. There were no patient complications. Analysis of the returned device identified an internal connector fracture.